Event description:
Per the clinic, the patient experienced loss of sound subsequent to inadvertently pulling out the electrode array while attempting to clean the external ear canal by ent clinic. The device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed january, 19th, 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.